Event description:
It was reported that device diagnostics resulted in high impedance. The patient was referred to surgeon. It was reported that the clinic runs diagnostics every time the patient is seen and that this is the first time the high impedance was observed. It was reported that the device was not programmed off after observing the high impedance because there was no evidence of patient discomfort. No x-rays were taken and none are planned. No patient manipulation or trauma occurred that is believed to have cause or contributed to the high impedance. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery due to high lead impedance on (B)(6) 2014. Pre-operative diagnostic results showed high impedance (dc dc - 7). The generator was replaced first. The surgeon confirmed proper pin insertion and no obvious issues were observed on the short section of lead protruding from the chest. Diagnostic results with the replacement generator and existing lead showed high impedance (impedance value >= 10,000 ohms). The lead was replaced next. The replacement generator and lead were tested inside and outside of the generator pocket and diagnostic results showed lead impedance within normal limits. The device was not programmed on following surgery. The explanted generator was returned to the manufacturer for analysis. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The explanting facility discarded the explanted lead; therefore, no analysis can be performed.